Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that all conductors were stretched.

Event description:
It was reported that at implant the lead was unable to be placed in a suitable location due to the patient's anatomy. The lead was not used and the patient was referred for an epicardial lead placement. No patient complications have been reported as a result of this event.